Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that a patient underwent a reduction due to dislocation and then 11 months later underwent a revision of a hip arthroplasty due to instability, pain, and fear of further dislocation.

Manufacturer narrative:
No product was returned; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies. Inspection documentation showed all devices were accepted, completed, and sent to inventory met specifications. The device was used for treatment. A definitive root cause cannot be determined with the information provided.